Event description:
It was reported that while using the camera head the image was not positioned correctly; the user had not unlocked the ring when rotating the camera. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the camera head the image was not positioned correctly; the user had not unlocked the ring when rotating the camera. There were no reports of patient injury or harm associated with this event.